Manufacturer narrative:
A correction was made to the b2- outcomes attributed to adverse event: removed: required intervention to prevent permanent impairment/damage (devices); hospitalization - initial or prolonged. Corrected to: other serious (important medical events).

Event description:
Patient was previously implanted with a evoke closed loop stimulator (cls) (B)(6) 2022. On (B)(6) 2022, during an magnetic resonance imagery (MRI) procedure, noted to be related to new back pain (not device related), the cls was put in to stock mode, the patient reported a tugging/thumping sensation at the middle of the lower back. The MRI was stopped, cls was switched out of stock mode and rechecked, no issues found. The cls was put back into stock mode and the MRI started again. After a longer period in the MRI machine the patient reported feeling the tugging/thumping again as well as a strong tingling sensation in their back down both legs. The patient described it as if someone was thumping on their back. The tingling sensation after the tugging sensation described like a strong stimulation. Not necessarily painful but strong stimulation in buttocks and legs to feet. The MRI was aborted as the patient did not like the sensation. It was noted anesthesia intervened during the procedure to get patient breathing properly before case resumed. Patient being kept overnight at hospital for observation. A correction was reported in regards to this event. The patient was at an MRI facility a month after implant and did not have any breathing issues, anesthesia administered, and was not admitted into the hospital as previously reported. The patient had a blind steroid injection to help with back pain unrelated to the device.

Event description:
Patient was previously implanted with a evoke closed loop stimulator (cls) (B)(6) 2022. (B)(6) 2022 during an magnetic resonance imagery (MRI) procedure, noted to be related to new back pain (not device related), the cls was put in to stock mode, the patient reported a tugging/thumping sensation at the middle of the lower back. The MRI was stopped, cls was switched out of stock mode and rechecked, no issues found. The cls was put back into stock mode and the MRI started again. After a longer period in the MRI machine the patient reported feeling the tugging/thumping again as well as a strong tingling sensation in their back down both legs. The patient described it as if someone was thumping on their back. The tingling sensation after the tugging sensation described like a strong stimulation. Not necessarily painful but strong stimulation in buttocks and legs to feet. The MRI was aborted as the patient did not like the sensation. It was noted anaesthesia intervened during the procedure to get patient breathing properly before case resumed. Patient being kept overnight at hospital for observation.